Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported the use of a non-functional xen 45 gel stent as it was impossible to push the trocar all the way to the hilt and therefore impossible to inject the drain correctly. No impact nor injury for the patient. The reported event involves the device that was to be implanted in the left eye. A replacement xen device was used to complete the procedure